Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump experienced multiple unexpected alarms during normal use. Blood glucose level at the time of the incident was 186 mg/dl. The customer received a low battery alert prior to the replace battery now alarm. Timing was less than 10 hours from the low battery alert to the replace battery now alarm. The customer stated the alarm occurred twice. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Insulin pump was not received stuck in manufacturing mode. Insulin pump passed sleep current measurement, active current measurement, self-test and displacement test. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within specific range. No unexpected low battery alarm, power loss alarm or replace battery now alarm noted during testing or in the pump trace download. Unit was received with scratched case and minor scratched lcd window.